Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. . The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that following an unrelated procedure, the patient's ipg had become inoperable. It is unknown is surgery mode was enabled prior to procedure. Troubleshooting was unable to resolve the issue. In turn, surgical intervention may take place to address the issue.